Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issues of it not providing ventilation output, its alarms not working as expected, and its lcd touchscreen being unresponsive, could not be duplicated or confirmed. Ventec downloaded the device¿s electronic records (system logs) for analysis where no abnormalities were observed. Throughout the day of the reported event, ventec observed that the device's performance was not always within the limits set by the alarms. When this happened, however, the appropriate alarms were triggered by the device. Proper device operation was confirmed through functional and performance testing. The cause of the reported issues could not be determined.

Event description:
The following patient event was reported to ventec via email: "we had a vent that was on a patient that malfunction, mom said that the screen was not doing anything, no breath was being giving and no alarms were going off. The screen never changed or did anything mom had to bag the patient and patient was admitted to children's hospital." The patient survived the reported event; however, the reported issue required medical intervention to prevent permanent impairment/damage to the patient and he was hospitalized.